Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the retainer ring anomaly was performed. It was advised the retainer ring was missing and the reservoir compartment was broken. It was advised to discontinue use of the device and revert to a backup plan. It was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer.